Event description:
It was reported that the patient was told to return to the clinic in three months to check the implantable pulse generator (ipg) battery voltage. The patient experienced dizziness on an airplane the following month and was sent to the hospital. Telemetry could not be established with the ipg and the physician inquired as to why the battery depleted so suddenly. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).